Event description:
The surgeon reported that during generator replacement surgery, it was difficult to connect the new generator with the lead. He eventually succeeded after forcing it a bit. However, lead impedance was high so they plan to replace the lead too. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.